Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced product damage while still considered operable. The following information was provided by the initial reporter: had extreme resistance when trying to dose during an experiment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced product damage while still considered operable. The following information was provided by the initial reporter: had extreme resistance when trying to dose during an experiment.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2129949. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10